Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. Conclusions: the root cause was determined to be application of excessive force by the user.

Event description:
The sales rep reported that during surgery of a trident shell, the surgeon was using a straight screwdriver to screw in a cancellous bone screw. The sales rep has reported that during the tightening of one of the screws the tip allegedly snapped off of the screwdriver, leaving part of the screwdriver in the patient. The sales rep has reported that the tip of the screwdriver was retrieved from the patient using tweezers after a 5 minute delay to surgery. The sales rep was present during surgery.

Event description:
The sales rep reported that during surgery of a trident shell, the surgeon was using a straight screwdriver to screw in a cancellous bone screw. The sales rep has reported that during the tightening of one of the screws the tip allegedly snapped off of the screwdriver, leaving part of the screwdriver in the patient. The sales rep has reported that the tip of the screwdriver was retrieved from the patient using tweezers after a 5 minute delay to surgery. The sales rep was present during surgery.